Event description:
According to the complaint, an implant was removed due to a fractured internal screw that was discovered due to the crown being mobile. During screwing 30n/cm, the screw fractured. The implant was received with a segment of a fractured screw inside.